Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. Should new information be obtained or when the device is received an evaluation will be performed and a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact .

Event description:
The customer reported that even when used while charging, the power turns off after a few minutes with no error message or alarm. There was no patient impact or consequence reported.